Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was explanted and discarded at the facility, therefore is not available for analysis. According to the information provided, a proximal aortic neck angulation and a proximal type I endoleak caused the aneurysm enlargement/rupture. The gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as proximal aortic neck angulation = 60°. The safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 15 mm in length or > 60° angulation of the proximal aortic neck. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 60°). According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement, aneurysm rupture, endoleak and conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The maximum diameter of aortic aneurysm/lesion was 80mm. The patient tolerated the procedure. On april 12, 2022, a follow up computed tomography (CT) scan showed that the maximum abdominal aortic diameter was 84mm. Additionally, a type ii endoleak was determined. According to the site, the event was unrelated to device or procedure. No treatment was required. The event was ongoing. (Covered by the another case). Based on the clinical study manager review of the images as well as the radiology reports, there was no endoleak noticed after april 12, 2022. On august 22, 2022, a follow up computed tomography (CT) scan showed that the maximum abdominal aortic diameter was 81mm. On april 13, 2023, a follow up computed tomography (CT) scan showed that the maximum abdominal aortic diameter was 80mm. There were not any interval scans from april 13, 2023 to may 31, 2024 as the patient did not come for his follow up appointments. Reportedly, on may 31, 2024, the patient presented to the emergency for the abdominal pain. The CT was done and showed a significant amount of contrast in the sac associated with a presumed proximal type I endoleak and an aortic aneurysm rupture. The patient underwent conversion to open surgical repair. A small portion of the main body (cxt231414c/(B)(6) was left as removing it would have required a suprarenal clamp which was difficult in this patient given the large aneurysm and his small body habitus. This was cut with wire cutters/scissors. The remainder of the main body and all iliac limbs were removed. There were no defects in the material or anything like that and no type ib endoleak or issue with the iliac limbs. This also correlates with no back bleeding lumbar arteries seen during his open repair. The procedure was completed with open aorto bi-iliac graft from the infrarenal aorta to the bilateral distal common iliac arteries. It was reported that no endoleak was identified. According to the site, a proximal type I endoleak and severe, near 90 degree neck to aneurysm angle caused the aneurysm enlargement. The patient is doing well from his aneurysm repair and discharged home on (B)(6) 2024.